Event description:
The customer reported erroneous free thyroxine (ft4) results that did not correlate with several patients' thyroid-stimulating hormone (tsh) values, which were considered correct, involving the access 2 immunoassay system. This report refers to patient #2. Subsequent analysis of the patient sample, on an alternate methodology, produced a discordant result. The erroneous result was released out of the laboratory and questioned by the physician. The patient's medication dosage was changed, as a result. There has been no report of current patient outcome.

Manufacturer narrative:
There is no indication service was dispatched for this incident. It is unknown which of the patients had medication dosage changes or what the changes entail. The customer performed a correlation study between the access 2 immunoassay system and another facility that utilizes the classic access immunoassay system platform. All samples utilized in the study correlated well between the two instruments. The customer indicated quality control (qc) has been performing within the laboratory's established ranges and system checks have been passing within instrument specifications. A definitive cause of the event is unknown. All related medwatch reports associated with this event: 2122870-2012-01833, 2122870-2012-01834, 2122870-2012-01835.